Manufacturer narrative:
(B)(4). Date sent: 5/3/2023. Additional information was requested, and the following was obtained: initial procedure date: (B)(6) 2023. Readmission date: (B)(6) 2023. Was it confirmed that it was leak or bleed? Leak. What medical or surgical intervention was administrated to treat the patient post-operatively? Both medical and surgical interventions, medical longer initial stay at (B)(6) hospital, readmission into (B)(6) hospital emergency department and then taken to surgery for washout and to address the gastric leak. What is the alleged deficiency with the device? Not initially. But I wanted to document that in case things went south and the device became in question. Was there any issue with the device in the initial procedure? No. Can more details be provided on the patients non-compliance post-surgery? I was provide information off the record from hospital staff about withdrawal symptoms the patient was suffering including shakes and coughing these can be significant. Additionally hospital staff mentioned continued drug taking in the hospital in the days post op. I doubt whether any of that is documented and is just hearsay to me. I wanted to document these in case it was relevant in the future. What is the surgeon's opinion regarding the event - is it device related/ patient factors? The surgeon said to me that he didn¿t think there was any issues with the device and that patient factors were at play, he was of the understanding that she was a former drug addict and no longer using drugs but this became evident that it wasn¿t true. He indicated that he wouldn¿t have selected this patient for this procedure at this time if he had know she was a using drug addict.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of events? Was it confirmed that it was a leak or bleed? What medical or surgical intervention was administrated to treat the patient post-operatively? What is the alleged deficiency with the device? Can more details be provided on the patients' non-compliance post-surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a lap gastrectomy the patient was extremely unwell. The patient was readmitted to (B)(6) hospital with sepsis. The patient is an active drug addict that has been non compliant with post op instructions. Although undocumented the withdrawal symptoms displayed erratic behavior and vomiting. Patient is a smoker and rectal administration. Possible leak, possible bleed.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. Additional information received: the product code is plee60a & no lot number.